Event description:
It was reported that the patient presented after receiving multiple shocks. In addition, the patient complained of a tongue laceration acquired during the shocks. It was determined that the right ventricular (rv) lead exhibited non-capture at max outputs, high pacing impedance of greater than 3,000 ohms, high short interval counts (sic) as observed via stored electrogram episodes and undersensed r-waves resulting from an apparent conductor fracture. The physician noted that upon insertion of the stylet, they were unable to pass the stylet into the superior vena cava (svc) proximal coil. The rv lead was removed via laser lead extraction and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The impedance on the rv (right ventricular) pacing lead was beyond the expected range, and an unexpected delivery of a ventricular tachyarrthymia therapy were also indicated in the analysis.